Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred while in patient use. The customer (dme) called to report that a device has changed modes ¿on its own¿ from simv to CPAP mode. Over the weekend, the patient was placed on the evo and eventually started getting shortness of breath. When the patient's mother looked at the device, she stated that it switched to CPAP mode when the patient was on simv. She is claiming that the device switched modes by itself without anyone touching it. The dme states ¿family had the patient out by the pool earlier and got sunburned but was not on the ventilator. Upon taking the patient inside then placing them on the vent she became distressed, so they transported her to the emergency room were the respiratory therapist stated patient needed ventilated and noticed the unit was set to CPAP. Upon changing to simv, the patient recovered and was discharged.¿ the settings of the device are, CPAP during the day 6cm, nighttime simv volume 220 tidal volume, rate 16 peep 10 pressure support 10. The dme states the patient never uses the CPAP and the event log does not show a change of prescription to CPAP anywhere in the log. The customer states the patient was receiving oxygen at 2-5 lpm at the time of the event. The customer states the device did not alarm at the time of the reported event. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred while in patient use. The customer (dme) called to report that a device has changed modes ¿on its own¿ from simv to CPAP mode. Over the weekend, the patient was placed on the evo and eventually started getting shortness of breath. When the patient's mother looked at the device, she stated that it switched to CPAP mode when the patient was on simv. She is claiming that the device switched modes by itself without anyone touching it. The dme states ¿family had the patient out by the pool earlier and got sunburned but was not on the ventilator. Upon taking the patient inside then placing them on the vent she became distressed, so they transported her to the emergency room were the respiratory therapist stated patient needed ventilated and noticed the unit was set to CPAP. Upon changing to simv, the patient recovered and was discharged.¿ the settings of the device are, CPAP during the day 6cm, nighttime simv volume 220 tidal volume, rate 16 peep 10 pressure support 10. The dme states the patient never uses the CPAP and the event log does not show a change of prescription to CPAP anywhere in the log. The customer states the patient was receiving oxygen at 2-5 lpm at the time of the event. The customer states the device did not alarm at the time of the reported event. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/clinical assessment: the dme went out on 5/28/2025 and switched out both vents and brought them in to be tested. Both devices were configured with the prescribed dual settings and allowed to run awhile and turned off and on. During this test, the settings never changed. The dme reports they checked event logs and didn't see any prescription changes till mom deleted CPAP. The dme also reports calling in and speaking with jim in clinical at philips. The dme then did usb downloads from both vents before selecting new patient and putting back in service. Since putting other evo vents out to patient with only one script on (B)(6) 2025 no problems have occurred. According to the trilogy evo home caregiver manual (ref. 1134485), in section 1.4.2 clinical states, the trilogy evo device is identified as a restricted medical device, intended for use by respiratory therapists and qualified caregivers under direct physician supervision. Modifications to the device settings or prescription can only be authorized by the supervising physician. It is imperative that caregivers thoroughly read and comprehend the manual before using the trilogy evo. Caregivers and healthcare professionals have a responsibility to verify any changes made to the device settings or prescription to ensure accuracy and compatibility with the patient's requirements. An incorrect prescription may lead to ineffective therapy, inadequate safety monitoring, or potentially result in injury or death to the patient. Based on the information provided, this event is assessed as a non-serious injury. The caregiver was required to verify the prescription settings on the device prior to its use. The dme checked event logs and did not see any prescription changes till mom deleted CPAP on monday, after the event. The dme brought the devices in to be tested, put in dual settings again and ran awhile and never changed with turning unit on and off. Therefore, the device did not contribute to a serious injury or death. No further action is required. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred while in patient use. The customer (dme) called to report that a device has changed modes ¿on its own¿ from simv to CPAP mode. Over the weekend, the patient was placed on the evo and eventually started getting shortness of breath. When the patient's mother looked at the device, she stated that it switched to CPAP mode when the patient was on simv. She is claiming that the device switched modes by itself without anyone touching it. The dme states ¿family had the patient out by the pool earlier and got sunburned but was not on the ventilator. Upon taking the patient inside then placing them on the vent she became distressed, so they transported her to the emergency room were the respiratory therapist stated patient needed ventilated and noticed the unit was set to CPAP. Upon changing to simv, the patient recovered and was discharged.¿ the settings of the device are, CPAP during the day 6cm, nighttime simv volume 220 tidal volume, rate 16 peep 10 pressure support 10. The dme states the patient never uses the CPAP and the event log does not show a change of prescription to CPAP anywhere in the log. The customer states the patient was receiving oxygen at 2-5 lpm at the time of the event. The customer states the device did not alarm at the time of the reported event. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/clinical assessment: the dme went out on 5/28/2025 and switched out both vents and brought them in to be tested. Both devices were configured with the prescribed dual settings and allowed to run awhile and turned off and on. During this test, the settings never changed. The dme reports they checked event logs and didn't see any prescription changes till mom deleted CPAP. The dme also reports calling in and speaking with jim in clinical at philips. The dme then did usb downloads from both vents before selecting new patient and putting back in service. Since putting other evo vents out to patient with only one script on 5/28/2025 no problems have occurred. According to the trilogy evo home caregiver manual (ref. 1134485), in section 1.4.2 clinical states, the trilogy evo device is identified as a restricted medical device, intended for use by respiratory therapists and qualified caregivers under direct physician supervision. Modifications to the device settings or prescription can only be authorized by the supervising physician. It is imperative that caregivers thoroughly read and comprehend the manual before using the trilogy evo. Caregivers and healthcare professionals have a responsibility to verify any changes made to the device settings or prescription to ensure accuracy and compatibility with the patient's requirements. An incorrect prescription may lead to ineffective therapy, inadequate safety monitoring, or potentially result in injury or death to the patient. Based on the information provided, this event is assessed as a non-serious injury. The caregiver was required to verify the prescription settings on the device prior to its use. The dme checked event logs and did not see any prescription changes till mom deleted CPAP on monday, after the event. The dme brought the devices in to be tested, put in dual settings again and ran awhile and never changed with turning unit on and off. Therefore, the device did not contribute to a serious injury or death. No further action is required. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the device has the current firmware and passes the evaluation according to the service manual. Additionally, during the service of the device, the (following parts will be replaced due to contamination, preventative maintenance and or physical damage: the device arrived contaminated with lint inside the device. The following parts were contaminated: trilogy evo cooling fan assembly, trilogy evo fan retainer - excessive dust, blower bellows seal- saline contamination, blower mount - saline contamination. The particulate filter, air inlet foam filter, muffler assembly- replaced by pm. Low flow o2 connector-it will be replaced because the mechanism is damaged. The following parts were replaced due to the following error codes: machine flow sensor- it will be replaced due to e: 0168 evt_machflow_err. Tubing-system board, tubing-blower chassis, tubing flow o2 and tubing-fio2 - it will be replaced due to e: 0025 t_disconnect. No valve or battery replacement is required. The device passed all test. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.